Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, customer was unable to reset pump due to lack of power source. Customer stated they would reset pump on their own and declined follow up from tandem technical support. Customer¿s blood glucose level was 244 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.